Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no delivery alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The customer's blood glucose, level was 192 mg/dl. They reported that the insulin pump had no delivery during priming. They stated that they had disconnected the tubing from the reservoir and reconnected it and tried to prime and got a no delivery at 4.4 units, they ran a fill cannula with no reservoir and it said no reservoir, then they tried to run a 5u fill cannula and it alarmed at around 1.5 units. They also state that the customer was in the hospital as they were on the last stage of renal disease. The insulin pump will be returned for analysis.